Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system was checked in the clinic and the threshold activity was adjusted from medium to low, based on blunted histograms. A week later, the patient returned to the clinic to have the settings returned as initially. The patient claimed to have an episode of presyncope during an irregular road, while driving. Upon review, it was found that the crt-d inappropriately stored atrial tachy response (atr) episodes due to noisy signals oversensing on this right atrial (ra) lead and the plan is to continue to monitor. This ra lead remains in service. No adverse patient effects were reported.